Manufacturer narrative:
(B)(4). D10: 51-106170 item name tprlc 133 mp type1 pps so 17.0 lot # 3595245. 51-106170 item name tprlc 133 mp type1 pps so 17.0 lot# 7128190. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting stock, the inner sterile pouch was found damaged. There was no patient involvement. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h6 h11 visual evaluation of the returned product and provided photo identified damage to the sterile packaging (pouch). Sterility is considered breached. Additional evaluation found the returned boxes have damage and creasing visible to the outer sheath and box; however, as the damage to the outer packaging was not initially reported, no further investigation was performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.